Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the acet2 (online tdm acetaminophen gen.2) assay on a cobas 6000 c501 module. The sample initially resulted in an acet2 value of 35.6 umol/l and repeated as 501.6 umol/l the following day. The repeat result was deemed correct. No questionable result was reported outside of the laboratory. The acet2 reagent lot was 59848101 with an expiration date of 30-apr-2023.

Manufacturer narrative:
Several alarms related to sample clots and sample short were noted. The investigation is ongoing.

Manufacturer narrative:
The customer used 13 mm. Diameter tubes, but did not use rack adapters required for 13 mm. Tubes. Based on the provided information it cannot be determined if the clotting time for the sample was adequate and should be checked with the tube manufacturer¿s recommendations. The field service engineer checked the analyzer and found issues with different parts of the instrument like the gear pump and the valves of acid wash. He fixed the issues and completed instrument performance testing with acceptable results. The investigation determined the service actions performed resolved the issue.